Event description:
Patient reported she had a faulty cadd cassette on sunday (B)(6) 2021. No clinical harm/injury reported. New cassette works on both pumps, faulty cassette did not work on either pump. Patient disposed of faulty cassette. Lot information not available. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No is the actual device available for investigation? No. Did we replace device? No. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver.